Manufacturer narrative:
The dentist refused to disclose the patient's weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no.(B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z85l device [serial no. (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 2 service records (november 2019 and july 2020) since the device was shipped. According to the service records, after repairing the handpiece (replacement of cartridge, drive shaft, and dog clutch for all of the repairs), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds into the test. Temperature measurements about 20 seconds after the start of the test were as follows: - test point (1): 75.9 degrees c - test point (2): 92.2 degrees c - test point (3): 32.1 degrees c - test point (4): 28.9 degrees c the increase in temperature was so sudden that the test was concluded about 20 seconds into the planned 5-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: - the bearing retainer in the ball bearing on the rear side of the cartridge was broken. - the headcap and internal gear were soiled. B) nakanishi took photographs of all the disassembled parts and kept them in investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi determined that the cause of the overheating of the returned device was frictional resistance generated by contact between the ball bearing retainer and the outer race (bearing outer metal part), which was caused by the broken ball bearing. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainer was the ingress of undesirable materials into the bearing. B) a lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist, and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On (B)(6) 2022, nakanishi received a telephone call from a distributor about a problem with an nsk handpiece overheating. The information nakanishi obtained is as follows: - the event occurred on (B)(6) 2022. - the dentist was carrying out a preparation for #6 & #7 of the patient's lower right jaw using the handpiece z85l (serial no. (B)(4). - during the procedure, the patient complained about the device feeling too warm. - the dentist found a burn injury on the patient's right buccal mucosa. - the patient saw a dermatologist and the injury was diagnosed as a 1st-degree burn.